Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted on (B)(6) 2014, for unknown reasons. The patient was reimplanted with a new device during the same surgery. The manufacturer became aware upon receipt of the explanted device on (B)(6) 2014. Additional information has been requested but has not been made available as of the date of this report, (B)(4) 2014.

Manufacturer narrative:
Per the clinic, the device was explanted due to surgical complications. No further information has been reported. This report is filed august 21, 2014.